Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced pneumoperitoneum while performing automated peritoneal dialysis therapy. The pneumoperitoneum was manifested by scapular pain. The patient was hospitalized for the event. The cause of the event was reported as the patient line was filled with air during therapy. The treatment for, and outcome of the event were not reported. On the same day this report was received, the patient was noted to be performing hemodialysis therapy. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.